Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect is a known potential adverse events of use of the device. The patient effect of dissection is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: correction: adverse event was added b2: correction: outcomes attributed to ae corrected from na to required intervention b5: describe event or problem: updated d1: brand name corrected from unk perclose to perclose¿ prostyle¿ d2a: corrected common device name d3: corrected (manufacturer establishment name, address, city and postal code) d4: correction: model #/catalog# updated from unk perclose closure to unk prostyle h1: correction: type of reportable event updated from malfunction to serious injury h6: correction: health effect - clinical code 4582 was removed h6: correction: health effect - impact code 2199 was removed the additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was closure of a calcified unspecified access site using a prostyle device after percutaneous transluminal angioplasty interventional procedure. Reportedly, a back wall stich occurred with two prostyle devices in the procedure and a dissection was noted in the access area. A endarterectomy was performed post procedure and with no reported issues. The dissection and hemostasis were achieve via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event: estimated date.

Event description:
It was reported that this was closure of an unspecified access site using an unknown perclose device after an unknown procedure. Reportedly, the device back walled. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.